Event description:
During routine testing of the device at the service center, the service technician reported the monitor failed to power on after the final product software check section of the manufacturing test. The monitor was originally returned for repair due to continuous beeping and an erratic display when the power failure was found. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.